Event description:
On 6 th september 2019, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue "does not turn on". The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall the exact date and time the alleged product issue began, only to say that it was in the 1st week of (B)(6) 2019. The patient manages her diabetes with oral medications "metformin 500 mg (once a day)", diet and exercise. The patient made no change to her usual diabetes management in response to the alleged product issue. The patient reported that on the 2nd week in (B)(6) 2019, at night she developed the symptoms of "dizzy, hot and sweaty". She reported that several minutes later, she self-treated by consuming some water and lay down. The patient denied obtaining a blood glucose result on another device. At the time of trouble shooting, the cca established that this was not the first time the meter was being used. The patient was using the correct test strips. In addition, cca noted that when the patient pressed the power button or inserted a new test strip the meter did power on. Based on the information provided the cca confirmed that there was no misuse of the subject device. The patient's products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.